Event description:
It is reported that the pt was revised due to dislocation and femur fracture.

Manufacturer narrative:
Eval summary: histological analysis/lab report, operative notes for successive closed reduction and revision surgery were provided. X-rays and actual explanted components were not provided. Post operative traumatic event, implant positioning, impingement, medical history, rehabilitation protocol seem to be relevant factors in this case however exact root cause cannot be decided with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.